Event description:
It was reported that during a da vinci-assisted paraesophageal hernia repair surgical procedure, physical damage was found to the permanent cautery hook instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue was with the black plastic surrounding the base of the hook. The instrument was inspected prior to use an no issues were observed. The surgical task was completed with a backup instrument. It was confirmed that the damage occurred outside of the patient. The customer noticed a fragment was missing the instrument was opened. No fragment fell inside the patient nor did the patient return to the hospital due to any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed that the instrument was found to have a broken ceramic sleeve. A broken piece is missing as a result of breakage. The size of missing piece is approximately 0.079¿ x 0.092¿. The root cause of was typically attributed to the mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. A review of the instrument log for the permanent cautery hook instrument (part# 470183-14/lot# n11210531 0006) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 8 remaining usable lives with no subsequent use recorded. An image was submitted and was reviewed by a regulator post market surveillance (rpms) analyst. Review of the provided image was consistent with the allegation of physical damage with the permanent cautery hook. Root cause of the failure mode cannot be confirmed without the returned device. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.